Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tonsillectomy on (B)(6) 2019 and suture was used. During the procedure, the needle broke. The broken piece was retrieved from patient. Another like device was used to complete the surgery. There were adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 05/29/2019. No product was returned from analysis. Five retain samples of the needles were retrieved from retains for analysis. The needle retain samples were visually inspected for physical appearance for attribute defects and were found satisfactory. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Needle analytical report was reviewed for stiffness & ductility value at the time of raw material release and found to meet the specification requirement. From the above analysis, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. As the complaint is related to performance - breakage needle, stiffness and ductility test are applicable & a measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. For sample the average % stiffness test value of the retain sample was found to meet individual in-house requirement all individual stiffness values were found to be above average in-house requirement for stiffness test. Further ductility test was performed to check the behavior of the needle material and process control. The average ductility test values of the retain samples was found to be 1.5 (at the time of raw material lot release 2), which meets in-house requirements. All the individual % stiffness values & ductility test values were found to be above individual in-house requirement. The above analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the above investigation this is not a duplicated complaint.